Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely missing scope connector ends may have caused excessive stress to the video connector terminals during operation, resulting in buckling. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; broken pins were found inside the video connector, causing no image when tested with an olympus test scope. Replacement of the video connector was required in order to resolve the issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that "they broke the paddle pins inside the unit." There was no patient injury, associated with the problem, reported to olympus.